Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise and high out of range pace impedances. The impedances were noted to be greater than 2000 ohms. The rv lead was surgically abandoned and replaced. An x-ray was performed which did not reveal any lead damage. In addition, the lead and header connections were checked during the revision, but no abnormalities were found. The cause of the observations was not determined. No additional adverse patient effects were reported.